Event description:
It was reported that the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) of the parameters. There was 1 por for write to locked ram, addr=161d, data=d5 on (B)(6) 2012 04:55:26 and a patient alert for por on (B)(6) 2012 03:55:26.